Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("depression"), menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("mental anguish."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, depression, menstrual disorder, infection and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/the left fallopian tube was noted to have a proximal perforation of the fallopian tube with the essure device extruding through this perforation'), uterine perforation ('perforation/perforation- uterus'), uterine inflammation ('essure with metritis / patient was admitted for metritis') and genital haemorrhage ('general abnormal bleed') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation / had essure/ablation on (B)(6) 2009" on (B)(6) 2009. The patient's medical history included gastroesophageal reflux disease, right upper quadrant pain, menorrhagia, gallbladder removal, ovarian cyst, ovarian pain, gravida ii, parity 2 and unable to eat. Previously administered products included for painful bladder syndrome: elmiron oral from (B)(6) 2011 to (B)(6) 2011; for an unreported indication: steroids from (B)(6) 2010 to (B)(6) 2011, vicoprofen and antibiotics. Concurrent conditions included genital bleeding, fever, left lower quadrant pain, metritis, adnexa uteri cyst, viral syndrome, hemorrhagic tumor necrosis, adhesion and uterine cervical squamous metaplasia. Concomitant products included alprazolam (restyl) from (B)(6) 2009 to (B)(6) 2009, dicycloverine (dicyclomine) from (B)(6) 2009 to (B)(6) 2009, dicycloverine hydrochloride (bentyl) from (B)(6) 2009 to (B)(6) 2009, doxycycline, escitalopram oxalate (lexapro) from (B)(6) 2009 to (B)(6) 2009, estrogens esterified;methyltestosterone (estratest) from (B)(6) 2009 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (hydrocodone/paracetamol) from (B)(6) 2009 to (B)(6) 2009, ketorolac from (B)(6) 2009 to (B)(6) 2009, levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2011, zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2009 and zolpidem from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain,chronic"), depression ("depression / psychological or psychiatric problems, depression/psych injury"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:vaginal"), anxiety ("mental anguish / psychological or psychiatric problems, mental anguish"), nausea ("nausea"), abdominal pain ("abdominal area pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2009, the patient experienced female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract disorder ("bladder/urinary problems-urinary problems"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpino-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, uterine inflammation, depression, menstrual disorder, vaginal infection and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain, vaginal discharge, back pain, genital haemorrhage and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils right: 4. Coils left: 2. Neg endocervix and endometrium. False opening on right noted but found tubal ostia. She had a postoperative infection treated with antibiotics. The left fallopian tube appears to have had a perforation in the proximal portion of the fallopian tube and the essure implant could be seen extruding through the fallopian tube. She received treatment for pelvic/ abdominal, chronic, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed, perforation- uterus, bladder/urinary problems-urinary problems she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2009: endometrial biopsy: proliferative endometrium showing stromal breakdown with hemorrhage.; on (B)(6) 2009: uterus, hysterectomy: -cervix: squamous metaplasia. -endometrium: hemorrhagic necrosis. -myometrium: no pathologic change. -serosa: fibrovascular adhesions. Right and left ovaries and fallopian tubes: no pathologic changes in right and left ovaries and fallopian tubes.. Ultrasound pelvis - on (B)(6) 2009: left ovarian cyst 1.7 cm. Right ovarian follicle 0.8 cm. Endometrium with fluid and solid appearance 2 x .8 cm in size. Endometrium thickness is 10 mm.; on (B)(6)2009: heterogeneity of echo texture of mildly prominent endometrial stripe is compatible with debris within the uterine cavity, clinical correlation advised. The possibility of infection or other process within the endometrial cavity must be considered with this appearance. Very small adnexal cyst noted. Minimal free fluid within the pelvis, considered a physiological amount.. Ultrasound scan vagina - on (B)(6)2009: perforation (fallopian tube). My fallopian tube was badly torn and I needed hysterectomy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: metritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome for previously reported event abnormal bleeding (vaginal, menorrhagia) was updated to recover. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/the left fallopian tube was noted to have a proximal perforation of the fallopian tube with the essure device extruding through this perforation'), uterine perforation ('perforation/perforation- uterus'), uterine inflammation ('essure with metritis / patient was admitted for metritis') and genital haemorrhage ('general abnormal bleed') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation / had essure/ablation on (B)(6) 2009" on (B)(6) 2009. The patient's medical history included gastroesophageal reflux disease, right upper quadrant pain, menorrhagia, gallbladder removal, ovarian cyst, ovarian pain, gravida ii, parity 2 and unable to eat. Previously administered products included for painful bladder syndrome: elmiron oral from (B)(6) 2011; for an unreported indication: steroids from (B)(6) 2010 to (B)(6) 2011, vicoprofen and antibiotics. Concurrent conditions included genital bleeding, fever, left lower quadrant pain, metritis, adnexa uteri cyst, viral syndrome, hemorrhagic tumor necrosis, adhesion and uterine cervical squamous metaplasia. Concomitant products included alprazolam (restyl) from (B)(6) 2009, dicycloverine (dicyclomine) from (B)(6) 2009, dicycloverine hydrochloride (bentyl) from (B)(6) 2009, doxycycline, escitalopram oxalate (lexapro) from (B)(6) 2009, estrogens esterified;methyltestosterone (estratest) from (B)(6) 2009 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (hydrocodone/paracetamol) from (B)(6) 2009, ketorolac from (B)(6) 2009, levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2011, zolpidem tartrate (ambien) from march (B)(6) 2009 and zolpidem from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain,chronic"), depression ("depression / psychological or psychiatric problems, depression/psych injury"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:vaginal"), anxiety ("mental anguish / psychological or psychiatric problems, mental anguish"), nausea ("nausea"), abdominal pain ("abdominal area pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2009, the patient experienced female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract disorder ("bladder/urinary problems-urinary problems"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpino-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, uterine inflammation, vaginal haemorrhage, depression, menstrual disorder, vaginal infection and anxiety outcome was unknown and the menorrhagia, pelvic pain, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain, vaginal discharge, back pain, genital haemorrhage and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils right: 4. Coils left: 2. Neg endocervix and endometrium. False opening on right noted but found tubal ostia. She had a postoperative infection treated with antibiotics. The left fallopian tube appears to have had a perforation in the proximal portion of the fallopian tube and the essure implant could be seen extruding through the fallopian tube. She received treatment for pelvic/ abdominal, chronic, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed, perforation- uterus, bladder/urinary problems-urinary problems. She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2009: endometrial biopsy: proliferative endometrium showing stromal breakdown with hemorrhage.; on (B)(6) 2009: uterus, hysterectomy: cervix: squamous metaplasia. Endometrium: hemorrhagic necrosis. Myometrium: no pathologic change. Serosa: fibrovascular adhesions. Right and left ovaries and fallopian tubes: no pathologic changes in right and left ovaries and fallopian tubes. Ultrasound pelvis - on (B)(6) 2009: left ovarian cyst 1.7 cm. Right ovarian follicle 0.8 cm. Endometrium with fluid and solid appearance 2 x .8 cm in size. Endometrium thickness is 10 mm.; on (B)(6) 2009: heterogeneity of echo texture of mildly prominent endometrial stripe is compatible with debris within the uterine cavity, clinical correlation advised. The possibility of infection or other process within the endometrial cavity must be considered with this appearance. Very small adnexal cyst noted. Minimal free fluid within the pelvis, considered a physiological amount. Ultrasound scan vagina - on (B)(6) 2009: perforation (fallopian tube). My fallopian tube was badly torn and I needed hysterectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: metritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event back pain, general abnormal bleed, bladder/urinary problems-urinary problems were added. Events outcome updated for pain, bleeding, bladder/urinary events. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/the left fallopian tube was noted to have a proximal perforation of the fallopian tube with the essure device extruding through this perforation'), uterine perforation ('perforation') and uterine inflammation ('essure with metritis / patient was admitted for metritis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/endometrial ablation / had essure/ablation on (B)(6) 2009" on (B)(6) 2009. The patient's medical history included gastroesophageal reflux disease, right upper quadrant pain, menorrhagia, gallbladder removal, ovarian cyst, ovarian pain, gravida ii, parity 2 and eating disorder. Previously administered products included for painful bladder syndrome: elmiron oral from (B)(6) 2011 to (B)(6) 2011; for an unreported indication: steroids from (B)(6) 2010 to (B)(6) 2011, vicoprofen and antibiotics. Concurrent conditions included genital bleeding, fever, left lower quadrant pain, metritis, adnexa uteri cyst, viral syndrome, hemorrhagic tumor necrosis, adhesion and squamous cell metaplasia. Concomitant products included alprazolam (restyl) from (B)(6) 2009 to (B)(6) 2009, dicycloverine (dicyclomine) from (B)(6) 2009 to (B)(6) 2009, dicycloverine hydrochloride (bentyl) from (B)(6) 2009 to (B)(6) 2009, doxycycline, escitalopram oxalate (lexapro) from (B)(6) 2009 to (B)(6) 2009, estrogens esterified;methyltestosterone (estratest) from (B)(6) 2009 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (hydrocodone/paracetamol) from (B)(6) 2009 to (B)(6) 2009, ketorolac from (B)(6) 2009 to (B)(6) 2009, levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2011, zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2009 and zolpidem from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("depression / psychological or psychiatric problems, depression"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:vaginal"), anxiety ("mental anguish / psychological or psychiatric problems, mental anguish"), nausea ("nausea"), abdominal pain ("abdominal area pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2009, the patient experienced female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpino-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, uterine inflammation, vaginal haemorrhage, menorrhagia, depression, menstrual disorder, vaginal infection and anxiety outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils right: 4. Coils left: 2. Neg endocervix and endometrium. False opening on right noted but found tubal ostia. She had a postoperative infection treated with antibiotics. The left fallopian tube appears to have had a perforation in the proximal portion of the fallopian tube and the essure implant could be seen extruding through the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: endometrial biopsy: proliferative endometrium showing stromal breakdown with hemorrhage.; on (B)(6) 2009: uterus, hysterectomy: cervix: squamous metaplasia. Endometrium: hemorrhagic necrosis. Myometrium: no pathologic change. Serosa: fibrovascular adhesions. Right and left ovaries and fallopian tubes: no pathologic changes in right and left ovaries and fallopian tubes.. Ultrasound pelvis - on (B)(6) 2009: left ovarian cyst 1.7 cm. Right ovarian follicle 0.8 cm. Endometrium with fluid and solid appearance 2 x .8 cm in size. Endometrium thickness is 10 mm.; on (B)(6) 2009: heterogeneity of echo texture of mildly prominent endometrial stripe is compatible with debris within the uterine cavity, clinical correlation advised. The possibility of infection or other process within the endometrial cavity must be considered with this appearance. Very small adnexal cyst noted. Minimal free fluid within the pelvis, considered a physiological amount. Ultrasound scan vagina - on (B)(6) 2009: perforation (fallopian tube). My fallopian tube was badly torn and I needed hysterectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal hemorrhage. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: metritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: new events: perforation (fallopian tubes), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), infection(bladder/urinary tract/vaginal)type: vaginal, nausea, pelvic area pain, abdominal area pain, depression, mental anguish, vaginal discharge, medical device monitoring error, metritis, (from mr) were added. Product indication was updated. Explant date was added. Patient¿s demographics were added. Concomitant drugs, lab data and medical history were added. New reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("depression"), menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("mental anguish."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, depression, menstrual disorder, infection and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.